Event description:
It was reported the screen was blank. The programmer was returned for service. No patient involvement or complications were reported.

Event description:
(B)(4).

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the device was returned and analysis found the customer comment was confirmed, the screen was blank, caused by the low voltage differential signaling board, and that there was a broken power cord bay and label.